Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value at the time of incident :221 mg/dl and current blood glucose value: 221 mg/dl. Troubleshooting was partially performed and found that the customer experienced hypoglycemia and reported a sensor glucose vs blood glucose reading mismatch. The blood glucose value was 221 mg/dl and the sensor glucose value was 141 mg/dl at the time of the event. The insulin delivery was suspended due to sensor glucose vs blood glucose difference. The customer also reported site issue : blood beneath the bandage - few days old. No harm requiring medical intervention was reported. The customer will discontinue the use of the sensor, continue the use of the insulin pump. The sensor and insulin pump will not be returned for analysis.